Manufacturer narrative:
A zoll medical representative went on site to evaluate the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stressing without duplicating the report. The device was returned to regular operations no trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.